Manufacturer narrative:
On (B)(6) 2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During a normal follow-up, the device was found in standby mode.